Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected critical pump error noted during testing. Unit received with cracked retainer, minor scratched display window, cracked case at battery tube side and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 5.2 mmol/l. Troubleshooting was performed. Customer was exposed to moisture while in the swimming pool. Customer had button error prior critical pump error alarm. The button error was resolved. Insulin pump will be returning for analysis.